Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer's blood glucose was 568 mg/dl. The patient treated via insulin pump bolus and manual insulin injection. The customer did not experience symptoms of high blood glucose. Their blood glucose at the time of call was 337 mg/dl. During troubleshooting the caller confirmed that the drive support cap appeared normal. The caller declined to check their site, reservoir, and tubing for issues. However, the high pressure test was performed and the insulin pump passed. The insulin pump was not returned for analysis.